Event description:
It was reported while using bd¿ needle 1/2 in. Single use, sterile, 30 g the needle was clogged and fluid could not pass. There was no report of patient impact. The following information was provided by the initial reporter: doctor states something is blocking the tip. When used with a syringe, there was no flow. When looking under the microscope, saw something blocking the tip.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 26sep2022. It was reported there was something blocking the tip of the needle. To aid in the investigation, two samples in opened packaging blisters were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needles are clogged. A device history record review was completed for provided material number 305106, lot number 2004758. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There are quality controls currently in place to detect this type of defect during the production process, such as a vision system that inspects 100% of all products for clogged needles. The vision system was challenged and detected clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported while using bd¿ needle 1/2 in. Single use, sterile, 30 g the needle was clogged and fluid could not pass. There was no report of patient impact. The following information was provided by the initial reporter: doctor states something is blocking the tip. When used with a syringe, there was no flow. When looking under the microscope, saw something blocking the tip.